Manufacturer narrative:
.

Event description:
[Summary] the patient died for an unidentified cause 8 days after deployment of relay plus on zone 2. Description / sequence of events: on (B)(6) 2015, a tevar procedure was started for aortic arch aneurysm. The left femoral artery was cut down and the relay plus (38-34-150) device was inserted into the patient's body. The left common carotid artery was clamped and the left subclavian artery was occluded with a balloon catheter. The relay plus was deployed on zone 2 with the safex stent placed right under the left common carotid artery as planned. A minor type 1a-like leak was observed under angiographic guidance. To treat the leak, the left subclavian artery was occluded with an avp. The procedure was done without further angiographic check. On (B)(6) 2015, no endoleak was observed with angiographic CT. Also, no other anomalies were found this time. On (B)(6) 2015, 06:05 a.m.: the patient was found on the bed in cardiopulmonary arrest, showing no reactions to attempts of resuscitation. At 06:49 a.m., the patient's death was confirmed. After the death, CT scanning revealed an ascending aortic dissection. The cause of death has not been identified and no autopsy will be performed based on wishes of the patient's family. Surgeon's comment: the dissection found following the death was considered to be retrograde. Additional data: schema (in the schema, the safex stent part is drawn in red and the graft in blue.)